Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of call was 706mg/dl. The customer stated that he noticed that cannula was laying on top of the skin under the tape. The customer stated that she changes the infusion set every two to three days. The programming, time, and date were correct. The customer stated that she was treated with an insulin drip. Ran a fixed prime and the insulin exited. Advised the customer that a tubing clamp will be sent to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.